Event description:
It was reported that a vns pt presented high lead impedance during a routine office visit. The pt had also experienced an increase in seizures 6 to 8 months prior to the high lead impedance readings. The date of the last known good diagnostics is unk. The pt had been pulling and hitting the area which may have caused the high lead impedance. The pt's device was programmed off and he will not have surgery at this time. Good faith attempts to obtain additional info have been unsuccessful to date. A review of the pt's programming history and a battery life calculation was performed which indicated that the device had several years remaining until eri = yes therefore, MDR 1644487-2010-02013 will be submitted to capture the premature end of service of the generator.

Manufacturer narrative:
Method - analysis of programming history.